Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a cement used for spinal therapy. It was reported that the monomer in the bone cement with mixer EU crystallized upon opening the box. The product was never implanted. There was no patient involved.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: country of origin is india. G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4) with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.